Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 10dec2018 to assess the testing instrument in question, and determined that the event log showed no errors around the time of testing, and that the camera report appeared acceptable. The test well images in question appeared visually negative. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 to assess the testing instrument in question and determined that it was operating as expected. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative crossmatch outcome on an echo lumena instrument when tested on (B)(6) 2018.